Event description:
An angio-seal was deployed in a right femoral arteriotomy. Allegedly, the pt immediately felt fatigue and cramping in the right leg. The next day an ultrasound was performed, but no problems were found. The pt was sent home. Later that week, an ultrasound was performed by the pt's primary care physician, but the diminished right leg pulses were attributed to swelling. Two weeks later, the symptoms had not improved, so the pt again contacted her primary physician and was referred to a vascular surgeon. Using ultrasound, the vascular surgeon found diminished pulses in the right leg, and the pt underwent surgery to remove the device.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.